Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1-event site (postal code: (B)(6) & state: (B)(6)). A getinge field service engineer (fse) checked systems performance on iabp trainer & balloon, kept on pumping for more than 3 hours, tried to switch operation mode in-between, was getting executed smoothly, no issue observed. Performed all functional test, all passed ok. System working satisfactorily.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit operation mode not switching on even after pressing auto/ semi- auto mode. No one was harmed.

Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.